Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer overheated and shut down. It was noted that the power supply cooling fan was not working. The power supply was overheating, and after some time, the programmer shut down. Add itionally, it was noted that the upper hinges, the keyboard hinges, the keyboard frame, and the slide rail were broken. It was noted that the cord bay latches, the display hasp latch, and the bullet assembly(hinge covers) were broken. All the defective parts were replaced. The programmer passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer overheated and shut down. There was no patient involvement.